Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation. No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that by the surgery yesterday using zero p va surgeon stated the plate was loose and mobile from the cage. This resulted in him removing the cage and implanting another zero p va cage. The cage has been sent for decontamination so that it can be checked. The details of the cage are as followed. This complaint involves 1 part. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date rec¿d by MFR date was inadvertently reported as 2/14/2018 on initial medwatch mwr-15022018-0000058289. The correct date is 2/13/2018. Although a lot number was provided, the part and lot number combination is an unknown combination; therefore, no device history review is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.